Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they were concerned because she only had one bowel movement, where normally she would have several bowel movements. The patient also noted that every time she urinated she was not voiding as frequently as before. The patient decreased from 3.0 to 2.5 for comfortable stimulation. It was unknown if the issue was resolved at the time of the report. The indication for use is unknown. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.